Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the day aligners that their two front teeth on the top have some discoloration. The patient states it gets a little whiter and a tad see-through in some spots as well as a few teeth around those and a few on the bottom.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.